Event description:
Received an abstract entitled, "primary anaplastic large cell lymphoma of the breast occurring in pts with silicone breast implants", was reported and will be published in the final article entitled leukemia and lymphoma, aug 2011;52(8):1481-1487. Within the article, this pt is identified as pt 5. It does not indicate if she is an augmentation or reconstruction pt. There is minimal info provided in the article regarding this pt. The only info that is noted is that there was a pathology consultation on tissue from the fibrous capsule of the right breast implant.

Manufacturer narrative:
Medwatch submitted on (B)(6) 2011. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.